Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. The device is unlikely to have contributed to the patient¿s death, which was most likely due to the clinical condition of a critically ill patient with ami complicated by cgs.

Event description:
An impella cp device was inserted percutaneously into the right femoral artery in a 69-year-old female patient with a past medical history of coronary artery bypass graft (CABG) surgery presenting in in acute myocardial infarction (ami) and cardiogenic shock (cgs) in scai stage a shock prior to initiation of support. While in the intensive care unit (ICU), hematuria was observed in the patient¿s foley catheter. Volume was given and the impella device was repositioned. The hematuria resolved following impella device repositioning. The patient subsequently expired and it was noted that it was not a result of hematuria. The post-procedure outcome was expired at explant. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. The device is unlikely to have contributed to the patient¿s death, which was most likely due to the clinical condition of a critically ill patient with ami complicated by cgs.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1 the cause of the injury was not determined due to insufficient clinical details.